Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: video connector was flooded and damaged. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": - do not hit the electrical contacts of the video connector. - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor connection. There were no reports of patient harm.